Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The commode seat with lid exhibited a sizeable crack (roughly 8" in length) along the left side of the seat. The crack went all the way through the seat and appeared to follow the pattern of the plastic molding on the underside of the seat. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. Complaint verified through photographic documentation in this complaint. Commode seat cracked. RMA issued for return on 05/20/2016; return not yet received.

Event description:
Consumer states there is a 6 inch crack in the seat on her mothers commode.

Manufacturer narrative:
Complaint verified through photographic documentation in this complaint. Commode seat cracked. RMA issued for return on 05/20/2016; return not yet received. Should additional information become available a supplemental record will be filed.

Event description:
Consumer states there is a 6 inch crack in the seat on her mothers commode.